Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. Due to external factors, the insertion tube was crushed and buckled. The suction amount was insufficient due to the collapse of the instrument channel due to an external factor. The angulation was insufficient due to the stretch of the angle wire. There was a problem inserting the channel cleaning brush into the instrument channel. The light guide bundle was broken due to an external factor. The insertion tube, eyepiece, grip unit, angulation control lever, venting connector, and diopter adjustment ring were scratched by external factors. The adhesive of the bending section rubber was chipped. Due to the handling, the venting connector was dirty. The indicators of the control section, eyepiece, diopter adjustment ring, and light guide were peeled off. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.